Event description:
A call was placed to technical services on 5/9/2017 stating that during implant on (B)(6) 2017 the ra lead showed an impedance measurement from 2700 ohms and on (B)(6) 2017 it was 2611 ohms. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).